Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 3.00x28mm promus element plus stent was implanted for treatment. However, after post dilation, a dissection was noted at the distal edge of the stent deployed in lad. Another 2.75x16mm promus element plus was then deployed distal to the previous stent in lad, overlapping it and covering the edge dissection, and completing the procedure. No further patient complications were reported and the patient's status was stable.